Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction of annex codes: - annex code g was updated to g04121 - annex code c was updated to c070603 - annex code d was updated to d02 - annex code a was updated to a0414 correction : h8. Was updated to initial use of device.